Manufacturer narrative:
DHR review was completed. Part number: 498.800.01s synthes lot number: l442649. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 02.jun.2017 expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 498.800.01 / p239625 was manufactured in us. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Customer quality conducted an investigation of the red . The returned 1.0mm titanium cable and crimp assembly (part#498.800.01s) is in implant available for use in the orthopaedic cable system indicated for general orthopaedic trauma surgery involving the olecranon, patella, femur (including periprosthetic fractures), humerus and ankle; acromioclavicular dislocations, pelvic and acetabular fractures, prophylactic banding during total joint procedures, and temporary reduction during open reduction procedures. Visual inspection at cq confirmed the reported complaint condition. The cable has broken and the broken ends are frayed. Whether this complaint can be replicated at cq is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. Product drawing for the 1.0mm titanium cable and crimp assembly was reviewed during this investigation. No product design issues or discrepancies were observed. The returned cable was measured at cq near location of breakage and ranged from 1.091mm 1.098mm which is within specification of 1.0mm +/- 0.2mm per product drawing with reference to general tolerances for design and manufacturing work instruction document. Based on the provided information, it is not possible to definitively determine why the cable broke. It was reported that the wire broke just passed through the fasteners. The crimp (fasteners) components were inspected under 5x magnification and no sharp edges or geometries that would contribute to the complaint condition were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2017, while surgeon applied tension as described in the procedure manual, the cerclage wire broke at less than 20 kg tensile strength. The wire broke at a point that had just been passed through the fasteners. No excess tension was applied. Surgery was delayed approximately 10 minutes. No adverse consequence to the patient was reported. Concomitant device reported: cable tensioner (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).